Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported that the catheter was explanted on (B)(6) 2014. Lioresal therapy was noted to have been started on (B)(6) 2014 and was ongoing at the time of report. Patient symptoms included a lack of clinical affect. The cause of the difficulty aspirating from the catheter access port (cap) was not yet determined. It was unknown what the catheter issue was or the location of the issue at the time of report. A spinal CT was ordered and results were not reported. Intervention occurred on (B)(6) 2014 and included a revision in which no catheter or catheter segments were left in the patient. It was noted that the catheter was repositioned in operation room and re-anchored. The patient recovered without permanent impairment.

Event description:
It was reported that there was a catheter issue, specified as a possible occlusion. It was noted that there was difficulty aspirating from the cap. It was reported that there was very slow catheter flow; it took a few minutes to aspirate 1 ml. The location of the catheter issue was unknown. The actions required as a result of the event were unknown. It was noted that they were unsure if action will be needed at the time of report. The patient¿s status at the time of report was alive ¿ no injury. The patient was not getting therapeutic effect at the time of report. It was unknown if dose had been adjusted since implant. The patient may be referred for revision. The health care professional (hcp) suspects issue lies with anchor. It was noted that the anchor is horizontal at the time of report and the hcp is not sure if that has something to do with the slow flow. During the time of implant, there was good flow each step of the way; it was checked again before he attached to pump connector. It was indicated that the physician were to continue to figure out the problem. The pump was used to infuse lioresal. It was later reported that a catheter revision was being performed on the day of report, (B)(6) 2014. The previous anchor was removed. There was a suspected kink at the anchor site. Additional information has been requested, but it was not available as of the date of this report.